Event description:
It was reported that a pt went into vfib, and the s/5 ccm did not acknowledge the arrhythmia. The staff noticed the incident when one of the cardiologists saw the rhythm on the icentral and went to the bedside. There was a nurse working at the next bed with her back to the affected pt. She did not notice the event because the monitor did not alarm. The pt was resuscitated, and transferred to another hosp the same morning. No further info regarding the pt is available at this time. The monitors were tested with a simulator, and they did not react. When the arrhythmia on the simulator was changed to vtac, the monitor recognized the arrhythmia. When the simulator was changed back to vfib, it alarmed for vfib. Further tests with a metron ps-420 simulator showed a satisfactory reaction to the simulated vfib with alarms being generated within seconds. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.